Event description:
It was reported that the patient experienced ineffective therapy due to high impedance on the lead. It is unknown which lead was at fault. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. E1- initial reported phone number: (B)(6). The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147413.

Manufacturer narrative:
The reported ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as there were no reported falls, trauma, or accidents prior to the reported event.